Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic female pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic xi assisted total laparoscopic hysterectomy, bilateral salpingectomy cystosco). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, metrorrhagia, menometrorrhagia, uterine haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: impression: complete occlusion of fallopian tubes bilaterally resulting from essure microinsert placement. No evidence of endometrial filling defect identified. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.